Event description:
The customer reported the hd autoclavable camera head display a b30 error and buttons fail to work. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty charged coupled device. In addition, switches not working, scope connector crack, and leak from the video connector were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 6 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. And the b30 error was found to have been caused by a communication failure between the camera head and the processor. It was found, that the b30 error occurred, due to charge-coupled device (ccd) failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.